Event description:
Bed traction frame "s" piece (part number 640-024) broke at neck of the "s" while pt was using the helper. Traction in this incident is the total care traction frame. Traction is made by zimmer, and piece is approximately 2 years old. Piece broke in 10/00 also and is part of this newer traction. Broken piece was examined by hosp machinist and found no external damage. Broken area is not complete on time break, and part could be defective. Part now at zimmer for metallurgy testing. Other factors that might have lead to break are: 1. Pt weighs over 250 lbs and should have double bar balkan-frame, 2. Bed frames should be checked with level.